Event description:
Originally this was to be reported on the 1st quarter alternative summary report. Based on analysis completed on (B)(6) 2013 this will now be reported as an individual MDR it was reported that during a percutaneous transluminal angioplasty (pta) balloon rupture occurred. A shunt angiography of the left arm was performed on the subclavian artery and brachial artery. The contrast media showed delayed flow. There was no significant flow from the left innominate vein into the superior vena cava. The contrast media flew through collateral veins. A dilatation was performed with a 10mm balloon. A short occlusion and high grade stenosis was reported in the left innominate vein. A wallstent uni 22x35mm was implanted however both 16 and 18mm xxl balloons ruptured at approximately 3 atms during post-dilation. Another wallstent uni 22x45mm was implanted. A postdilation was performed with the 14mm xxl balloon however the balloon ruptured at 3 atms. All balloons were removed intact. A final control angiography shows a good flow from the left innominate vein into the superior vena cava. The patient remained stable and no complication has been reported. However, analysis found a circumferential tear.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the balloon was partially circumferentially torn 20mm proximal to the distal transition zone. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).